Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a faradrive steerable sheath clear was selected for use. After the farawave catheter was inserted, the physician attempted to aspirate but encountered micro air bubbles. The catheter was removed, and the sheath was aspirated and flushed before reinserting the farawave with the wire at the tip of the catheter to prevent air introduction. Despite these efforts, micro bubbles persisted, and further inspection revealed back bleeding and leaking around the valve of the sheath, allowing for excess air bubbles during aspiration and insertion of the farawave. Bubbles were observed in the sheath shaft and syringe. Air was observed during grid insertion and aspiration. No air was seen in the patient. Replacing the sheath resolved the issue. The procedure was completed successfully without any patient complications. No abnormalities noted during preparation or use of the sheath. The device is not expected to return due to disposal.